Event description:
During a follow up, pacemaker mediated tachycardia and oversensing was noted on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.